Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
It was reported that on: patient underwent c5-c7 posterior fusion at two levels using rhbmp-2/acs, cancellous chips , screws and rods were also used. Post-operatively, patient sustained unspecified injuries